Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they had consulted with a dentist. And it was found, that they have advanced periodontal disease. They had to have seven teeth extracted.